Manufacturer narrative:
Corrected information: (B)(4).

Event description:
New information received stated that the left ventricular lead exhibited intermittent capture and intermittent phrenic nerve stimulation at maximum output. The anomaly was discovered by the clinic prior to the procedure as it was noted that the lead was programmed at high output. It was also noted that the patient had venous structures that were too frail to consider lead replacement and the lead was only capped and kept in place. The patient was, however, asymptomatic to the anomaly and was in stable condition before and post procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. On (B)(6) 2019, the lead was capped and replaced.